Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "the device is intended for single use only and is not reusable. 2) precautions for use connect the lead wire of catheter to temperature monitor with extension cable. Secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube."

Event description:
It was reported that the temperature display disappeared during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temperature display disappeared during use.